Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The pneumatic module,switch board, and the power supply were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 email, (B)(6) 2015 phone call, (B)(6) 2015 email.

Event description:
The hospital reported that, during a case, the unit alarmed for a patient disconnect, and the unit had a burning smell. The patient was manually ventilated. There was no reported patient injury.